Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and to resolve the reported issue, the stm reset the error message and verified battery performance. All functional and safety tests were performed to meet factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed "battery maintenance required" message. It is unknown under what circumstances the event occurred; however, there was no patient involved and no adverse event was reported.